Manufacturer narrative:
The suturecut needle driver instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The isi representative present during the procedure observed that the surgeon was working laterally under port 1 and the wrist of the suturecut needle driver instrument was positioned at a sharp angle and was pulled up into the cannula when the instrument breakage occured. It was determined by the surgeon and the isi representative that breakage of the suturecut needle driver instrument was most likely caused by the instrument wrist scrapping against the cannula. Approximately one week post op, the surgeon reported to the isi representative that the patient is doing well. As of (B)(6), 2010, there have been no reported recurrences of this event at this hospital.

Event description:
It was reported that during a da vinci s gastric bypass procedure, a piece of the pulley on the suturecut needle driver instrument broke off and fell into the patient. An x-ray performed, did not reveal the location of the broken piece. The planned surgical procedure was completed and there was no patient harm, adverse outcome or injury reported.